Event description:
On (B)(6) 2019, a (B)(6) y/o male with history of coronary artery disease, hypertension, and dyslipidemia presented with a 2 weeks of worsening non-radiating central chest pressure. Cardiac catheterization revealed 3-vessel coronary artery disease. Pt underwent a coronary artery bypass graft. Pt had chest tubes placed to the right, left and mediastinal. On (B)(6) 2019 around 1245, surgeon and nurse removed chest tube. Resistance was met when being removed. Chest tube broke off leaving a portion of the chest tube cavity, measuring approx 9 inches. Nurse working with surgeon reported that pt might need to return to operating room for the removal of the chest tube. Pt was asymptomatic. At 1520, physical therapy advised that pt's blood pressure was low after therapy. Blood pressure 79:55 at 1515 and 89/57 at 1530 and 1540. At 1755, chest 1 view revealed infiltrates suggestive of pulmonary vascular congestion with possible superimposed pneumonitis. Bilateral pleural effusions were seen. Right-sided chest tube was seen. Results were called to the surgeon. At 1833, hosp was made aware of pt's temperature of 100.4 and part of chest tube in cavity. Order to transfer pt to the ICU and started on antibiotics. On (B)(6) 2019 around 2200, pt went to operating room for removal of chest tube, drainage of pericardial fluid, and insertion of the left pleural tube. Chest tube was sent for studies. No complications during surgery. Pt tolerated procedure well and was discharged home on (B)(6) 2019. FDA safety report ID# (B)(4).